Event description:
Independent repair center: alleged key failure leaking. Alarming or red light. Zip tie/sievebed issues. Filter dirty. Sievebeds leaking (key). Manifold heat exchanger replaced. Manifold assembly - stuck.